Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient has recovered from the reported event. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12h31095 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h12j11037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).